Event description:
Pt was being transported for in-hosp dept transfer when the ambulance stretcher "went over to the side and fell." Pt weighed in excess of 500 pounds. Pt complained of knee, elbow and abdominal pain.

Manufacturer narrative:
MFR requested the device be eval by its service organization. MFR requested the device be returned to MFR for failure analysis. End user's insurance comp would not allow either request.